Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with non-sustained right ventricular oversensing on due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The oversensing was noted on a stored electrogram and the patient did not receive therapy. On (B)(6) 2018 the patient was brought into clinic where programming changes were made.